Event description:
Physician could not place the new atrial lead into the header of this device. There was a poor signal. Physician was uncomfortable using old can. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was visually inspected, revealing no anomalies. However, it was noted that, upon receipt, the set screw of the ra header bore was partially screwed in, impeding the lead to be fully introduced into the header bore. It cannot be excluded that this might have led to the clinical observation. There was no indication of a material or manufacturing problem. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device was fully functional. There was no indication of a device malfunction.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.